Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that rx trek instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body.

Event description:
It was reported that the procedure was treating a mildly tortuous, heavily calcified, eccentric, 95% stenosed, de novo lesion in the mid left anterior descending coronary artery. During use of the 2.5x20mm trek rx balloon dilatation catheter, the balloon ruptured at 13 atmospheres during the second inflation. The procedure was completed with another balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. It was noted that the device was prepared inside the patient anatomy. No additional information was provided.